Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call no delivery alarm on the insulin pump. Customer's blood glucose level was 344 mg/dl. Troubleshooting for the no delivery alarm was performed. Customer advised changing the reservoir resolved the issue. Customer was advised the reservoir would be replaced and agreed to return the product for analysis.